Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported the introducer was not working as the tip of the dilator was kinked and passage was not possible. This issue was reported to have occurred prior to patient contact.